Manufacturer narrative:
(B)(6). Patient country: india.

Event description:
Reference number (B)(4). Event occurred in india. It was reported that patient faced infusion set cannula kinked event on (B)(6) 2024. Insertion site was abdomen. Infusion set was in use for 1 day. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.